Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6015431, in question was manufactured at the reynosa site. The lot 6015431 was manufactured according to the work instruction (wi) version 102 and packaging in the multivac 14, on 13/sep/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5j01479 was manufactured according to the wi version 34 welding in the machine ls24, ls11 and ls25, on 12/sep/2024, with a total of (B)(4) units. The lot 5j01478 was manufactured according to the wi version 34 welding in the machine ls06, and ls07, on 13/sep/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5h01519 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 12/sep/2025, with a total of (B)(4) units the lot 5h01520 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 13/sep/2025, with a total of (B)(4) units the lot 5h01521 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 13/sep/2025, with a total of (B)(4) units the lot 5h01522 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 14/sep/2025, with a total of (B)(4) units the lot 5h01523 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 15/sep/2025, with a total of (B)(4) units conclusion summary of complaint investigation: review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Review of the DHR showed that during the outgoing test 8 an extended was found for contamination in one sample and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. As a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.